Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed with no anomalies found. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. It was noted that the lead was received with the helix fully retracted and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and during the lead extraction, the lead screw could not be retracted. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.